Manufacturer narrative:
(B)(4) concomitant products: mach 1 6f guide catheter, bmw universal ii, balance guide wires. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid right coronary artery with mild tortuosity and calcification. The 3.75 x 8 mm nc trek balloon catheter was prepared per the instructions for use (IFU). The trek was advanced without issue to the lesion for post-dilatation, but the balloon ruptured during the second inflation at 8 atmospheres (atm). Additional dilatation was performed with a stent balloon of the xience stent delivery system which was used, and the procedure was complete. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.